Manufacturer narrative:
This report is submitted on sept 12, 2019.

Event description:
Per the clinic, there was an extrusion of the receiver/stimulator. The implant remains in-situ.

Manufacturer narrative:
It was reported the patient underwent skin flap revision surgery on september 11, 2019 and was treated with oral antibiotics. This report is submitted october 02, 2019.

Manufacturer narrative:
Per the clinic, the patient experienced an additional extrusion of the implanted device through the skinflap. It was reported that revision surgery is planned; however, yet to be scheduled as of the date of this report. This report is submitted november 26, 2019.